Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found the cartridge chemistry sample probe wash collar was incorrectly positioned and loose. The fse aligned and secured the collar wash, primed the system and ran quality controls. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications.

Event description:
The customer reported to beckman coulter, inc that the unicel dxc 800 synchron system generated suppressed oir lo (out of instrument range low) and low results for multiple cartridge chemistry tests. Results were not reported outside of the lab. Upon further investigation, the customer found the drip tray beneath the reagent probe was wet. The leak was contained to the instrument. There were no injuries or exposures to any laboratory personnel. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.